Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 53-'software error detected'', pump error 63 -¿hardware low level failures  and pump error 3- ''the main arm cannot communicate with the motor arm''. Troubleshooting was performed and the alarm was cleared successfully. Customer performed a self test successfully. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the pump or not. Insulin pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, scratched case. The unit was received without a battery cap. Unit passed displacement, and self tests. No pump errors 53, 63, and 3 occurred during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool confirms the following pump errors that could potentially trigger a critical pump error (open book image): pump error 54 occurred on (B)(6) 2023 @ 14:23:06; pump error 3 occurred on (B)(6) 2023 @ 14:23:08; and pump error 63 (variable info = 0x03 hex = 3) occurred on (B)(6) 2023 @ 14:29:21 & 14:42:21. The adapt tool does not list any pump error 53s whatsoever. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. A visual inspection of u1 in the keypad assembly under a microscope reveals that there is a broken trace at pin 6. In summary, the customer¿s report of pump errors 63, and 3 was confirmed but that of pump error 53 was not confirmed during testing. Pump error 54 and 3 are due to a software issue, and pump error 63 (variable info = 0x03 hex = 3) is due to a broken trace at u1 pin 6 on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.